Event description:
A high reading issue was reported with the adc device. A caller reported an unspecified high sensor scan was received when compared to a healthcare professional (hcp). The customer experienced a loss of consciousness due to hypoglycemia and was unable to self-treat. The customer had contact with an hcp (firefighter) who obtained a glucose result of 40 mg/dl as compared to the sensor scan of 85 mg/dl. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer was administered glucose via IV for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.